Manufacturer narrative:
Initial reporter facility name - (B)(6). Initial reporter city - ribeirão preto, são paulo. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a peritoneal dialysis (pd) transfer set and a titanium adapter. This was observed during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage and clamp function testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.